Event description:
Related manufacturer reference number: 1627487-2023-00064. It was reported the patient's leads migrated and the patient had ineffective therapy. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A lead experiencing migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The lead was replaced to resolve the issue.